Event description:
Caller reported a recurring cartridge alarm since late (B)(6) 2025. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support confirmed the cartridge alarms with consecutive cartridges and decided to replace the pump, providing the caller with storage mode instructions and guidance for returning the problematic pump. A replacement pump with updated software was sent to the customer, who acknowledged the instructions for using the new device and returning the old one. No backup insulin therapy was immediately available, and the caller planned to contact a healthcare provider for further actions.